Event description:
In 2002, pt underwent surgical repair of an obstructed femoroanterior artery with implantation of biograft. Surgeon stated biograft's manufactured anastamosis showed lesions. Surgeon then oversutured the anastomosis and implanted the device. Approx two hours after implantation the pt showed massive bleeding. The anastomosis was then resected and dacron interposition was made. In the process the pt experienced hemorrhagic shock. The current status of the pt is described by the surgeon as "ok".